Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the hospital with concerns of infection at their device site. It was noted that there was an area of bruising over the site, with the lower end experiencing redness and showing signs of infection, but with no other symptoms at the time. The patient noted that they had been possibly scratching at the site. Patient was recommended for pocket revision. The device pocket was examined and the procedure was aborted due device exposure and assumed infection. The device site was then cleaned and covered and the patient was administered antibiotics. One week later, the competitor system with the right ventricular (rv) lead was removed and a temporary pacing wire was placed along with a drain. Several days later a new cardiac resynchronization therapy defibrillator (crt-d) system was implanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: h6 (health impact: imf/annex f) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.